Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned. Lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on 05/18/08 and alleged that she was having a calcode issue with her one touch ultra meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the day before approximately between 2:00 - 3:00 pm. She also mentioned that she was experiencing cold sweat, had buzzing in her ears, and fading feeling. As a result of the reported issue, she reportedly took glucose. However, she did not receive/require any medical attention and was not tested on any other device. At the time of troubleshooting, the pt was walked through resolving the issue successfully. This complaint is being reported because the pt claimed to have experienced symptoms suggesting of hypoglycemia after the reported issue began. She treated self with glucose. The alleged issue was resolved with troubleshooting. Replacement product were sent to the lay user/patient.